Event description:
A nurse reported having a revision procedure due to dislocation of her (B)(4) device, reference 3004485144-2015-00005, 3004485144-2015-00006 and 3004485144-2015-00007 . She reports encountered another patient who had this device fitted a week after she did that returned for surgery to have the device replaced due to similar symptoms that she experienced. This has not been confirmed by the hospital or surgeon as she did not provide the name of the surgeon or hospital and has requested that we not contact them since she works at the facility.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of three for the same event.